Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) device exhibited an out-of-range amplitude. Upon review, there was no noise and impedance measurements were stable. Myopotential testing was performed, and no low r waves were seen. The patient had some premature ventricular contraction (pvc). This right atrial (ra) lead thresholds were noted. It was noted that when the ra threshold testing was performed, the device stopped pacing. However further review of latitude showed some ventricular episodes and atrial tachy response (atr) episodes with noise on all, likely due to electromagnetic interference (emi). The patient underwent heart surgery few months back and there was a significant drop in the p waves. The plan was to perform an x-ray and further discuss with the physician. The device and this lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Note: the manufacturer, model and serial number of the crt-d device and right atrial (ra) lead are unknown. Voluntary medwatch form received: mw5151525.